Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and reported eri, despite being implanted for only seven months.